Event description:
Emergency medical system personnel were attempting to monitor a pt, condition unk. The operator reported the display screen was inoperable with no ECG tracing. There were no adverse effects to the pt as a result of the alleged malfunction.